Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Initially the fse replaced the robot common compute controller to resolve the reported issue. After the forced restart issue returned later on, the fse returned onsite again and replaced the robot card cage and a universal surgical manipulator. After the issue was reported to have returned a third time, the fse came back and identified the robot axes controller platform (acp) 5 as a probable root cause and replaced it. The system was tested and verified as ready for use. Isi received the acp involved with this complaint to perform failure analysis. The acp was returned due to error 48305 and was not replicated during testing. Error 48305 was found in the log, indicating that the fault had occurred in the field. No issues were found related to the reported issue during visual inspection. The acp was installed onto a golden system where the component functioned as expected. The golden system was set to run ten power cycles, and the boom was driven with no problems. The unit was sitting idle for one hour. Once testing was completed, the system error logs were inspected, but no errors could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue. Isi has received the other da vinci products involved with this complaint for evaluations, but evaluations have not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system kept forcing a restart. The customer attempted to power cycle the system seven times, but the system would reboot on its own and then fault before completing the power on self-test (post). Eventually, the system restarted without errors; however, the surgeon had already elected to proceed laparoscopically due to concerns that the system might fault again during the case. All of this occurred before contacting technical support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the presence of non-recoverable errors 48305 and 48293, which were identified as intermittent ongoing issues. The procedure was converted to laparoscopic surgery with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) was visually inspected with no issues found related to the reported issue. In the system logs, error 48305 was found indicating the fault, confirming the failure occurred in the field. The acp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles, and the boom was driven with no problems and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. As a result of these findings, no root cause could be determined. Isi received the robot common compute controller (ccc) involved with this complaint to perform failure analysis. The robot ccc was visually inspected, where no issues were found. The reported issue of the system forcing a restart was confirmed via the system logs, but was unable to be replicated. The unit was installed onto a known good system and powered on with no issues. The fiber optic light levels were inspected, where the values were normal. The system was left to idle for two hours, and five power cycles were performed without issue. As a result of these findings, no root cause could be determined. Isi received the robot card cage involved with this complaint to perform failure analysis. The robot card cage was visually inspected with no issues found related to the reported event. The reported error 48305 was not pertaining to the robot card cage. Therefore, the failure was confirmed but not replicated. In the system logs, an error 31089 was found indicating the fault had occurred in the field. The card cage was installed onto a golden system where the component functioned as expected. As a result of these findings, no root cause could be determined. Isi received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was visually inspected with no issues found related to the reported event. The reported error 319 was confirmed and replicated intermittently. The usm was installed onto a golden system and tested with no errors or faults triggered related to the reported problem. The unit was then tested on the test system and failed during node check and triggered multiple 319 errors. The unit continued to fail the fiber strength test. The metrics did not show any data for the acs. The covers were opened to inspect the parallelogram cables and acs board. The tests were reran with no issues. Based on these findings, the failure analysis concluded that the root cause could either be the parallelogram or acs. The complaint was confirmed based on failure analysis, which indicates that the usm may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.